Event description:
On 10/16/92, pt had back surgery and had a bracket and 4 screws placed into his back. He had had previous back surgery after rupturing a disk in 1991 and then two more before this surgery. The dr told him the metal would fuse the bone in his back and did tell him they were not approved by FDA, but did not give him any statistics on failure rates. On 7/26/93, he had stepped out of the shower and was drying himself off and he heard a pop, and the screws broke. He cannot be operated on and the dr told him there is nothing that can be done. He can barely walk 50 yards.